Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became unreadable without external cracks, with the user noticing damage beneath the display and being unable to confirm touch responsiveness; the issue aligned with a display difficult to read and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed findings consistent with a component-related failure of the display, with potential contribution from ambient light conditions affecting visibility, and the problem categorized as a display difficult to read involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.